Manufacturer narrative:
Evaluated 2 open and used reservoirs. Using a new lab infusion set connected reservoirs and found too loose too connect and release. (B)(4).

Event description:
The customer reported via phone call that the p cap connection on the reservoir is loose while filling with insulin. Customer indicated that their blood glucose reading was 69mg/dl at the time of incident. Customer was advised that the reservoir would be replaced. No further details given.